Event description:
Patient being treated for infiltrative keratitis requested that eyecare practitioner's office check with us to see if there was any defect with the lot of contact lenses that he was wearing. We called the office and were told that the doctor suspected that overwear was the cause of the keratitis. The patient had a history of keratitis and was being treated with tobramax 4 times daily until his follow-up visit. The doctor also planned to switch him from replenish solution to clear care when he resumed contact lens wear.